Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be performed. Potential causes: root cause was unable to be determined. This event could possibly be attributed to surgical approach as mentioned by the surgeon. DHR review: lot numbers were not provided, DHR review can't be performed. Device use: this device is used for treatment. If additional information is received which changes the information in this report, a follow-up report will be submitted.

Event description:
It was reported that there was a delayed presentation of inferior vena cava injury resulting in large volume blood loss in to the right hemithorax following t6-l2 vbt requiring a return to the or on post-op day 2 and multi-unit rbc transfusion. The patient has recovered well. According to the surgeon, this complication is more associated with the surgeon's approach than with implants or instrumentation. This is report two of nineteen for this event.

Manufacturer narrative:
Device product code: qhp. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00038 to 3012447612-2021-00056.

Event description:
It was reported that there was a delayed presentation of inferior vena cava injury resulting in large volume blood loss in to the right hemithorax following t6-l2 vbt requiring a return to the or on post-op day 2 and multi-unit rbc transfusion. The patient has recovered well. According to the surgeon, this complication is more associated with the surgeon's approach than with implants or instrumentation. This is report two of nineteen for this event.